Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. The guide wire was not successfully removed from the lead and was stuck due to dried body fluid/blood. Furthermore, x-ray showed no other anomalies.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully due tortuous patients anatomy. Further, it was also noted that the wire from this lv lead could not be withdrawn. This left ventricular (lv) lead was never in service. No additional adverse patient effects were reported.